Event description:
It was reported that this device is under advisory for premature battery depletion. The device has recently exhibited elective replacement indicator (eri). The patient has recently received multiple shocks from this device with one being due to t-wave oversensing. The clinic was inquiring on the amount of time remaining for the device and technical services had recommended immediate replacement as the device is under advisory. The device was subsequently explanted and replaced. No additional adverse events were reported.